Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia of value 411mg/dl. Customer other relevant blood glucose values were 80mg/dl, 102mg/dl, 200mg/dl, 196mg/dl, 180mg/dl, 198mg/dl, 287mg/dl and 172mg/dl. The customer was treated with manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports pump was not worn during a medical procedure. Customer did not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Device will not be returned for analysis.